Manufacturer narrative:
One ev1000a platform was received for product evaluation. For the examination, the panel was plugged in to power it on and it was turned on and off ten times for testing and there was no smell of burnt components or electrical shock from the system that was observed. However, the panel was found to need (B)(4) rework. It was replaced. The system was tested, per the functional test, and the unit passed the complete functional test. A device/service history record review was completed and there was a non-conformance that was generated for this unit during the manufacturing process; however, it was not related to this complaint issue. The complaint could not be confirmed during evaluation. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that during monitoring the display on the screen went blank. While pushing the power cord into the wall outlet the clinician received an electrical shock. It was observed that there was fluid dripping on the cord because the pressure bag was hanging above the power cord. The clinician had no harm or injury as a result of the event. There was no patient harm or injury.